Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
When drilling the proximal screw of t2gtn through the device, the drill hit the nail. Removed the broken drill tip and continue the operation with another drill. Procedure was completed successfully with no surgical delay or adverse consequences reported.